Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements. It was reported that the impedances fluctuate between approximately 70 ohms and greater than 200 ohms. The patient was evaluated in the clinic and the out of range impedance measurements were able to be reproduced with arm movements. A revision procedure was to be performed in the near future. No adverse patient effects were reported.

Event description:
Additional information was provided that this patient underwent a revision procedure and a new rv lead was successfully implanted. This crt-d remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Attempts to obtain additional details are being made. Should additional information become available, this report will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.